Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was repeatedly frozen on carefusion screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had a network failure. A technical support specialist (tss) remoted into the device, pulled the event logs, and verified them. The logs only showed when the device lost network connection and when it was rebooted. Other than that, there were no errors. The tss verified that windows updates were current, and the last download. The station was up and running, and the customer agreed to mark this case as completed. The system functioned as intended after the technical support specialist troubleshot the device.